Event description:
It was reported that the infusion set patch did not stick upon insertion on (B)(6) 2026.

Manufacturer narrative:
Initial 5 of 9.based on the available information, this event is deemed to be reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.